Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100- 140mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a blood test, lo not fasting. Reviewed meter memory: 1(B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100- 140mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test, lo not fasting. Reviewed meter memory: 1: lo (B)(6) 2015 02:21:00 pm fasting: no; 2: lo (B)(6) 2015 09:32:00 am fasting: yes; 3: lo (B)(6) 2015 09:17:00 am fasting: yes; 4: lo (B)(6) 2015 08:06:00 am fasting: yes; 5: 78mg/d (B)(6) 2015 04:45:00 pm fasting: no. No adverse event reported.